Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. There was no harm to the pt and the shunt remains implanted. Add'l info was requested.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Add'l info was requested. (B)(4).